Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the emergency room for appropriate therapy received. The device was interrogated and the patient's right atrial (ra) lead exhibited intermittent atrial undersensing, and their right ventricular (rv) lead exhibited high thresholds. As well, there were two non-sustained ventricular tachycardia episodes and one high rate non sustained episode. Follow up indicated both leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.